Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump with dose iq software had a backflow from the primary to the secondary. The account recently upgraded from non wireless spectrum v6 to non wireless spectrum with dose iq. The event happened during patient setup. There was no known patient injury or medical intervention associated with this event. No additional information is available.